Event description:
It was reported to philips that image disk failure caused inability to expose on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the defective hard disk spare part and restored functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).